Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 500mg/dl. The customer states they were treated at the hospital and discharged. The customer states they had a crack on the pump, but it was replaced. The customer states they had low blood glucose issues, but treated with juice. The customer declined to troubleshoot.